Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found the safety release buttons had been pushed inward out of the retaining tabs, rather than sliding the button distally. This indicates that the button had been pushed down displacing it into the handle after clip deployment. The safety release is only operative prior to clip deployment and is not functional after clip deployment until the dilator access ports have been utilized. The vessel locator wings were found broken at the proximal retaining ring but attached at the distal retaining ring. The clip was captured by the broken wings during deployment and was returned at the distal end of the device behind the wings. The causes for broken vessel locator wings are generally associated with deployment of the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), and/or inadequate nick and spread, especially patients with scar or fibrous tissue. The reported use of the access ports is not consistent with the thumb advancer being locked into to step #3. The broken vessel locator wings are consistent with a difficult to remove device; therefore, the reported experience is confirmed. Based on the analysis of the returned device and the reported information, the probable root cause for the broken locator wings is compaction of subcutaneous tissue between the distal end of the tube set and the locator wings during thumb advancer deployment through the tissue tract which created distal forces resulting in bending and breakage of the locator wings and subsequently capturing the clip and contributing to difficult device removal. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, moderate resistance was felt advancing the thumb advancer but the sheath was split completely. There was difficulty removing the device from the anatomy. In accordance with the instructions for use, the access ports were used to successfully facilitate device removal. There were no reported adverse patient sequelae. Reportedly, hemostasis was achieved with the device was removed; however, it looked like the clip was still in the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Clarification to initial report: reportedly, hemostasis was achieved and the starclose se device was removed; however, after removal it appeared that the clip was still in the device. Though requested no additional information was provided.